Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms, along with high pacing thresholds and loss of capture. It was determined that this lead was fractured. Subsequently, this patient underwent a revision procedure and this product was surgically capped and abandoned. A new lead was successfully placed. No adverse patient effects were reported.